Manufacturer narrative:
Corrected information:adverse event type, type of reportable event. The device history record reviewed for this instrument found no abnormalities during manufacturing that would cause or contribute to the reported complaint. Complaints received from september 2012 through november 2017 (5 years) for performer instruments were reviewed and showed no trends current trends. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported error code 41 (bcl communication error) was not verified by a medtronic field service technician. The bcl cable was replaced as a precautionary measure. Final testing was performed per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 89 minutes into the procedure, this performer cpb instrument displayed error code 41 (bcl communication error) and the bio-pump centrifugal pump stopped functioning. The patient¿s aorta was clamped and a hand crank was used for two minutes until the pump and performer cpb were operating again. The instrument was used to complete the case and there was no adverse patient effect.